Manufacturer narrative:
A4-a6: unk manufacture narrative: macular edema is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A healthcare professional reported an article titled "one-stage versus two-stage bilateral implantable collamer lens implantation: a comparison of efficacy and safety". The article states that following an implantable collamer lens (icl) implantation procedure, patient's experienced myopia and myopic astigmatism. The intra/postoperative complications included icl rotation and macular edema. The article concludes either one-stage simultaneous same-day icl implantation or two-stage delayed icl implantation are equally effective, predictable and safe. Larger studies are needed to quantitatively evaluate a potential benefit. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 corrected to : originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. However, the claim cannot be voided as an MDR has already been submitted. (B)(4).